Manufacturer narrative:
(B)(4). The reported event was unknown; however, a reload the set 185 alarm was identified during a review of the event history log. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. In addition, a visual inspection and short simulated therapy were performed. The cause of the condition was determined to be the b1 manifold valve. To correct the condition, the b1 manifold valve was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unspecified problem with the homechoice device. The patient was not connected to the device at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.